Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. No, the tissue was not stuck in the jaws when the event occurred. There were no issues removing the instrument through the cannula. There was misaligned at the jaw. There was no damage to the instrument tips. There were no damage or broken cables at the instrument wrist. Instrument is available for return.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not open well. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system showing 6 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. No product issue was found.

Event description:
Refer to h11 for follow-up information.